Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, tandem wall adapter, and alternative wall adapter and charging cable, and pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before returning it, and was informed they would need to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and confirmed shipping address.